Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by silent ischemia. During the index procedure, one resolute onyx des was implanted in the lad. One day post index procedure, patient suffered from a potential myocardial infarction. Investigator assessed that the event was not related to index device or antiplatelets medication. Patient is recovered.